Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode. The device delivered anti-tachycardia pacing (atp) and successfully converted the rhythm, however, technical services (ts) discussed concerns of loss of capture (loc) during the atp pacing pulses. No adverse patient effects were reported. This device remains in service.